Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician reported an aquab plus 2500 device had heat damage to the main power switch. The biomed stated that while replacing a card in the device they found that the wires were burned. The biomed confirmed that there was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the reported event. The biomed provided a picture of the burned wires. The biomed stated that a new power switch and wiring from the power switch to the contact relay has been ordered. The biomed confirmed that there was no patient involvement. The power switch was discarded by the biomed and not available to be returned to the manufacturer for evaluation.

Event description:
A user facility's biomedical technician reported an aquab plus 2500 device had heat damage to the main power switch. The biomed stated that while replacing a card in the device they found that the wires were burned. The biomed confirmed that there was no smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the reported event. The biomed stated that a new power switch and wiring from the power switch to the contact relay has been ordered. The biomed confirmed that there was no patient involvement. The power switch was discarded by the biomed and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A picture was provided and the reported event could be confirmed. Based on the available information, the reported event could be confirmed. The event possibly occurred due to the motor protection switch was damage due to numerous run dry failures. To avoid such failures it should be ensured that the pretreatment works correctly. The issue was solved on site by replacing the motor protection switch. During the switch replacement the power supply of the machine has to be shut off. The device history record related documentation has been reviewed. The device has been found to be conforming to the specifications and has been released without any discrepancies.

Manufacturer narrative:
Manufacturing site address.